Manufacturer narrative:
(B)(4): the probe was returned for evaluation. Probe bent in multiple locations from approx 80 mm to end of tip, with approximately 35mm of tip missing and not returned for analysis. Microscopic examination of fracture revealed a quasi-brittle fracture surface with no visible indications of fatigue. The bend tip, nature and location of fracture, the surface suggests failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent a spinal procedure. During the surgery, the probe broke while being used to treat the pt. No pt complications were reported.